Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting up. The fse found that there was a defect with the fdcsib. Analysis of the log file could not confirm the reported issue. Upon troubleshooting, fse carried out an electrical safety test and geometry calibration. Fse recommended that detector calibration be done once the room temperature has stabilized. After geometry calibration and electrical safety test, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.